Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant procedure, the right ventricular lead exhibited high capture threshold. When attempting to reposition the lead, the helix would not deploy. The lead was removed and not used. Patient was stable.